Event description:
It was reported that the procedure was to treat a moderately tortuous, mildly calcified, and 70% stenosed proximal circumflex artery. An attempt was made to advance a non-abbott guide wire through a guiding catheter, however, the wire could not advance to the lesion. A 3.0 x 33 mm xience prime stent delivery system (sds)could not advance through the guiding catheter. The sds could not be pulled back through the guiding catheter and the sds and guiding catheter were removed from the anatomy together. A different guiding catheter was placed the procedure was completed successfully. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The resistance with the guiding catheter could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual, dimensional, and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device has been returned for investigation. The investigation is not complete. A follow-up report will be submitted with all additional relevant information.